Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance; however, the reported contamination was likely a result of operational circumstances. Factors that may contribute to difficulty advancing the balloon dilation catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Factors that may contribute to contamination / decontamination problem after use include, but are not limited to, exposure to procedural contaminants, exposure to contrast, or due to handling. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to advance. Additionally, there was no contamination or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported contamination. It is likely that the contamination was a result of operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the ht bmw universal ii guide wire (gw) was used in a coronary angioplasty procedure and resistance was met when an unspecified balloon catheter was advanced on the gw. When the gw was removed from the patient, a whitish substance was observed on the gw. There was no reported adverse patient effect or clinically significant delay in procedure. No additional information was provided.